Event description:
As per info received on (B)(6) 2014, the clinic is planning to explant the pt and do a re-implantation at a later point of time. A date for explantation has not been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.